Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that during inner hospital transport the avea ventilator went inoperable while in patient use. The customer claimed the there was no patient harm noted and swapped to new ventilator right away.